Event description:
The patient underwent the successful balloon assisted coil embolization of a ruptured basilar tip aneurysm. Three months post procedure, the patient was diagnosed with a reoccurrence of the aneurysm. At 219 days post procedure, the patient underwent an attempt to treat the aneurysm reoccurrence. This was not successful as during the procedure ,the left vertebral artery was dissected. The physician related this to the tortuosity of the anatomy and the guidewire, a boston scientific device. The vessel dissection was treated with medication and anticoagulation, no other details were provided. There was no clinical consequence to the patient, who was reported to be "neurologically intact."

Manufacturer narrative:
Unk as the upn and batch numbers were not disclosed. Other for no allegation of product malfunction or non conformance contributing to the reported event. Additional information was received from the user facility. There were three boston scientific guidewires used during the intervention procedure and it is unk which one was directly associated with the vessel dissection. Refer to manufacturer reports: synchro-10 guidewire: 2939204-2009-00367. Synchro2 guidewire: 2939204-2009-00373. Transend ex guidewire: 2939204-2009-00372. There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure.